Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the left monitor had no display. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.